Event description:
It was reported that (1) pmw35 was used during a low anterior resection procedure. It was reported by the rep that the surgeon closed the incision with the pmw35 skin stapler. The surgeon noticed that the staples were not releasing smoothly and were getting hung up in the stapler. Despite this difficulty, the surgeon finished the case wtih the same skin stapler. There was no consequence to pt.